Manufacturer narrative:
The customer reported 12-lead ECG signal loss. There was no report of pt impact. The device was evaluated by the philips field service engineer. The symptom was verified. Multiple parts were replaced to resolve the issue. We cannot determine the cause since multiple parts were replaced.

Event description:
The customer reported 12-lead ECG signal loss.